Event description:
It was reported that this artificial urinary sphincter was not operating as intended. The device was explanted and another device was subsequently implanted. No patient complications were reported.